Event description:
Customer reported device = 28 mg/dl in the morning. Family member gave them grape juice. When retesting, an error occurred. Another retest = 23 mg/dl. Pt was feeling low. Emergency medical tech (emt) were called & their device = 37 mg/dl. Emt's gave customer an IV and their device = 310 mg/dl before they departed. Later that afternoon, device = 334 mg/dl and customer felt normal. Customer took normal insulin. Customer lay down and did not eat lunch. Customer was then "out of it". Device = 14 mg/dl. Emt's called again and treated them with another IV. Emt's remained until their device = 290 mg/dl. No controls used. A request was made for return product and replacement product was sent.